Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose level was reported between 150-206 mg/dl. Tandem technical support provided pump reset instructions and the customer declined further assistance regarding the issue.